Event description:
During an in clinic follow-up, it was reported that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the fully extended position. The measured extension length was within required performance specification. A visual inspection of the lead revealed no anomalies with exception of damage consistent with that occurring at the time of procedure. Additionally, an x-ray examination of the lead was performed and no anomalies were observed.